Event description:
A malfunction on a pump was reported by the caller, but no notable events occurred prior to this. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump. The customer will continue to use current pump for insulin therapy.